Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced hospitilization for 4 hours due to high blood glucose level event on 23-sep-2024. The blood glucose level was found to be 389mg/dl and treated with IV insulin dripin the hospital. No further information available .

Manufacturer narrative:
E1 :patient country :saudi arabia.